Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there was a PICC rupture. The insertion date is on (B)(6) 2024 and the date of withdrawal on (B)(6) 2025. The patient received docetaxel and cabazitaxel treatment. The last record of normofuncinating catheter was on (B)(6) 2024 exit of medication by insertion point. Thrombosis. The rupture area was 13 cm from the ¿zero¿ of the catheters and there was subcutaneous tunneling at 5cm I. Additional information received - 01/29/2025: it was reported by the customer; the catheter did not have a complete rupture. It is unknown if the patient was treated for the thrombosis or if they had any previous medical diagnosis that would make them more susceptible to blood clots. No patient harm or injury reported. No other information was provided.